Event description:
The surgeon performed a right partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After trialing the femur and tibia, the surgeon observed that the components appeared to be tracking further laterally than planned and the joint appeared to be tighter than planned. The surgeon declined to resect more bone or release ligaments to loosen the pt. The makoplasty specialist (mps) present at the case noted that the CT scan had been difficult to segment because the contrast of the image was low.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio). The CT images were reviewed and it was observed that the image was not accurate and resulted in a 3d bone model with many visual artifacts such as small "spikes" that did not stay true to the CT bone surface. Though no issue with bone registration was reported, the bone registration points were clustered and not collected according to the prescribed pattern, which likely contributed to high rotation values observed during joint balancing.